Manufacturer narrative:
(B)(4). Date sent: 2/20/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. Per the mso's review, discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was implanted on (B)(6) 2021 as per the surgeon. This is a disrupted linx.

Manufacturer narrative:
(B)(4) date sent: 10/1/2025. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Uri, minor cough aug-sept. What is the device lot number? See other emails. Was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Minor cough. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No what was anatomical position of the MRI? No did the patient have any other surgeries in the area? No did the patient receive any dilations while the linx was implanted? No was any additional imaging performed since device implant? Yesdoes the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Intact (B)(6) 2023 cxr, disrupted (B)(6) 2024. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Removal only. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No when and if the linx device is removed, may we ask that the device be returned for analysis? Yes.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. Per the mso's review, discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 24934, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2025. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 24934, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2025.